Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. Customer's blood glucose was over 90 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer was unsure if the device alarmed motor position encoder error alarm. Customer doesn't use the sensor feature and was able to complete the rewind sequence. After he rewind the device continues to alarm motion sensor test failure. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer declined troubleshooting for motion sensor test failure alarm as the motor error resets the device.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify a35 alarms due to motor error alarms. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.